Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-08 from the consumer. It was reported that the patient had experienced anxiety and had to go on permanent sleep medication. The patient's wife indicated that the manufacturer's representative should have mentioned that a dye study be done. A second manufacturer's representative suggested a dye study and the patient was able to start solving the issue. The patient noted that they were still swollen and recovering from surgery. The patient reported that they were delirious and faint when the issues occurred. The patient was looking to have medical expenses reimbursed as they "got hit really hard with medical bills, had to miss work, and had to pay for travel as a result of the issue". The patient had meningitis in the past. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 01-sep-2017 who reported that the catheter issue found via the dye study was that the catheter was obstructed. During the catheter replacement procedure on (B)(6) 2017 it was noted that the catheter had multiple connectors and anchors which were removed prior to implanting a new catheter. The catheter had been in for 16 years and was completely replaced due to age. There were no complications and the patient was discharged the same day. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# unknown, implanted:unknown, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 300 mcg/ml) via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2016 it was reported that the patient came to the emergency room because he felt ¿loose¿ and it was becoming hard for him to walk. The patient stated that he not done anything out of the ordinary. The pump was interrogated and the pump logs were checked. There were no alarms or motor stalls. No actions or interventions were taken. The emergency room nurse was planning on speaking with the patient¿s managing physician to discuss next steps. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on 06-dec-2016 from a healthcare professional who reported that an MRI of the patient's thoracic and lumbar spine showed no neural compression. Additional information was received on 01-aug-2017 from the patient who reported that he had problems since implant that he felt were related to the pump. Every couple of weeks or so he would feel the same way he did when his prior pump malfunctioned (see manufacturer¿s report # 3004209178-2016-15703). He would be dizzy and feel unwell. He would have to miss work and time with his three children. He would not be able to walk. This went on for several months and even involved another visit by ambulance to the emergency room. They told the doctors there that the symptoms seemed similar to when he had his prior pump problem. The doctors performed mris and studies and neurologists were involved and nothing was revealed. It was confirmed that the pump was working fine. The patient¿s life continued to be very difficult over several months. He was referred to a neurologist who was confused as to why he was referred to him as he could see nothing neurologically going on and he had very little experience with the baclofen pump. The patient started to get anxiety as did his wife and children. The patient¿s wife persisted and then a catheter dye test was suggested. This had never been suggested before. Per the patient, ¿this was the problem all along¿. He felt that he could have easily been spared 6 months of stress and sickness had a dye study been suggested earlier. It had caused his life and his family¿s life to be horrible for months and months. The surgery then in 2017 caused him to miss time from work and have to pay out of pocket expenses two years in a row when it could have been taken care of in the same calendar year. The issue caused him several months of lack of sleep and worry as well as a financial burden. The patient now had a new pump managing physician and per the patient he was excellent. The patient remained concerned that should he need to take an ambulance to the hospital again that they would only take him to a hospital at which his current pump managing physician did not have privileges. The patient stated that it had been a frustrating year but they were hoping for a better one. No further complications were reported/anticipated.